Event description:
The asp field svc engineer (fse) reported oil mist from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse removed the haze/oil mist filter assembly and replaced with new filter. He performed product certification, ran an empty test cycle, and the unit met specifications.